Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm, on (B)(6) 2026. On (B)(6) 2026 the patient had just returned home from the hospitalization. Even though the blood glucose reading was still around 450 mg/dl when the patient was discharged, it was understood that when the patient was discharged, they were stable at without symptoms. After returning home, the patient became nauseas, vomiting, and experienced another diabetic ketoacidosis episode. At the time of the onset of symptoms, the cgm device was displaying ¿no data¿. The patient was brought back to the hospital, and this time was admitted for 5 days. During this time the patient was treated with insulin (route unknown). During the second hospitalization, the cgm device continued showing ¿no data¿, and the patient used fingerstick reading for blood glucose monitoring. She continued to experience nausea and extreme fatigue during this period. After discharge from the second hospitalization, the patient returned home and continued monitoring her glucose using a blood glucose meter. She reported blood glucose readings ranging from 92 to 89 mg/dl over approximately 24 hours. Despite these readings, she continued to experience constant nausea. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
The wearable was inserted into the arm, on (B)(6) 2026.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "the wearable was inserted into the arm, on (B)(6) 2026."